Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2020-31542. It was reported that patient experienced uncomfortable stimulation. Patient still felt sensation when therapy was off. In turn, surgical intervention took place wherein the system was explanted.